Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the cavity integrity assessment test failed on two attempts and passed on the third attempt with extra tenaculum around cervix and gelnet around cervical cuff. The radio frequency started and after approximately 20 seconds the patient had bradycardia, the novasure procedure was stopped. The anesthesiologist gave 0.4mg of atropine and the patient's heartrate was normal. The novasure procedure was resumed and completed with a total of 85 seconds of radio frequency. The patient had normal stats in recovery and was discharged from the hospital.